Event description:
Boston scientific crm received info that this dextrus atrial lead was exhibiting varying increased threshold measurements and no sensing due to dislodgement. A lead revision was performed and the lead was successfully repositioned. This tissue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.